Event description:
A hospital in (B)(6) reported that they found a crack on the restrictor during set up of an rt267 infant evaqua 2 breathing circuit. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt267 infant evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k020332. Method: the complaint breathing circuit was returned to fisher & paykel healthcare and was visually inspected. Results: visual inspection revealed a crack in the red sle restrictor, along the flow line. A lot check revealed no other complaints for lot number 121005. Conclusion: the crack along the flow line could have made it weaker than usual, and it thus cracked when the user tightened the connectors during set up. This was likely caused by a molding defect in the restrictor. All infant breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt267 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.